Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after treatment with an ak 96 machine, an external fluid leak was observed at the red bypass connector when the connection was disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was evaluated on site by the hospital engineer. Upon visual inspection it was observed that the red dia connector was leaking. The reported condition was verified. The connector was replaced, and no further issues were noted. The cause of the condition could not be determined; however, it is likely due to aging. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.